Event description:
Emts were unloading an ambulance stretcher with a pt when the stretcher legs did not lock causing the head-end of the stretcher to lower and rest on the ambulance bumper. No injury to pt or emts. The emts called for assistance, the stretcher was lifted and locked. The ambulance stretcher was used several times earlier in the day w/o incident.

Manufacturer narrative:
The ambulance stretcher is eight yrs old and was evaluated by manufacture's service company. The emergency medical service has permanently removed the ambulance stretcher from service.